Event description:
Reporter alleged blood glucose monitoring device base and its meter were damaged by and electrical short and was possibly due to cleaning. Reporter stated there was significant melting/charring and the 2nd, 3rd, and 4th contacts from the right were most damaged. Reporter indicated no pt or staff was impacted. A request was made for the return of the suspect device and replacement product was sent.